Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17445912m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that there was a loss of ECG signal with use of a smart touch bidirectional catheter (lot # 17445912m) during an atrial fibrillation procedure. No ic or bs ECG signals were available on the carto or the recording system during signal noise. The presence of an anesthesia monitor and external defibrillator was confirmed during the procedure. However, the staff was unable to validate whether a signal was present on these monitors during the ECG noise issues. The procedure was continued without patient consequence. The inability to confirm the presence of an external ECG signal makes this issue MDR reportable as the inability to monitor a patient's ECG rhythm while devices are intracardiac might lead to undetected ECG rhythm that could be life threatening. It was also reported other MDR-not reportable issues occurred during the same procedure. The catheter icon of smart touch bidirectional catheter (lot # 17445912m) disappeared. A magnetic sensor error and a defective catheter error (errors 40 and 105) appeared on the piu. The cable was replaced and the issue continued. The catheter was replaced and the issue was resolved. A force sensor error (error 106) message appeared with the use of the new catheter (lot # 17445916m). The catheter was replaced for a second time, and the issues were resolved.

Manufacturer narrative:
This supplemental is to provide correct full UDI number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/29/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary for the second product with the returned device lot number of 17445916m: the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was evaluated for sensor functionality on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. (B)(4). It was reported that the catheter disappeared from the screen. A magnetic sensor error and a defective catheter error (40 and 105) were displayed. No ic or bs ECG signals were available on the carto or the recording system during signal noise. The presence of an anesthesia monitor and external defibrillator was confirmed during the procedure. However, the staff was unable to validate whether a signal was present on these monitors during the ECG noise issues. The cable was replaced with no resolution. When the catheter (lot # 17445912m) was replaced, the issue resolved. It was also reported that the replacement catheter had error 106 being displayed on the carto 3 system. The cable was replaced with no resolution. When the catheter (lot # 17445916m) was replaced a second time, the issue resolved. The returned device lot number 17445912m was visually inspected and it was found in normal conditions. The catheter was evaluated for the functionality of the sensor on carto system. The catheter was recognized by carto 3 system; however error 105 and 106 were displayed. The device was then evaluated for electrical resistance and current leakage and catheter failed. Electrical leakage was observed in all electrodes. The catheter was then dissected and the pc board internal components were found covered by corrosion; further investigation revealed that irrigation tubing was broken at the handle/shaft transition causing the corrosion found and contributing to the errors and electrical malfunction observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis finding results, it could not be identified whether the irrigation tubing breakage is related to an internal or an external cause.